Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037. Total number of events - 134; artisyn y-shaped mesh - 2; gynecare gynemesh - 32; gynecare gynemesh* ps - 100. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that a patient underwent a gynecological procedure on (B)(6) 2008 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2014 through (B)(4) 2014.

Manufacturer narrative:
(B)(4). Reporting period (B)(6) 2014 through (B)(6) 2014; supplemental report 13.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2014 through may 31, 2014 supplemental report (B)(4) .

Manufacturer narrative:
Indication for surgery: sui, symptomatic pelvic floor relaxation concurrent procedures: lavh, bso, anterior & posterior vaginal repair, sacrospinous vault suspension, enterocele repair, perineoplasty ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014 through (B)(4) 2014. Supplemental report (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2014 through (B)(6) 2014. Supplemental report 15.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2014. Supplemental report 16.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2014. Supplemental report 18.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2014 supplemental report 23 - attachment: [(B)(6) 2014 oto supplemental 23.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption(B)(4). Reporting period april 1, 2014 through may 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2014 through may 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2014 through may 31, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period april 1, 2014 through may 31, 2014.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2014 through may 31, 2014.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2014 through may 31, 2014.

Manufacturer narrative:
Date sent to the FDA: 12/20/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2014 through may 31, 2014.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2014 through may 31, 2014.